Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient went to use the controller, it comes up with a settings not available message. The patient said when they check their settings some are on zero and it wouldn't even turn on. The patient said their remote will power up then they go to turn the stimulation on, and it comes on for a few seconds then goes to settings not available. The patient stated they had weight loss surgery in 2018 which had helped their back pain tremendously so now they just turn the ins on if they had pain after doing too much yard work or walking; the patient noted they used it last week. The patient was directed to follow-up with their healthcare professional. Additional information was received from a consumer regarding the patient. It was reported that the patient controller was not working at all because the patient indicated that it has lost all of her settings. This was clarified to mean that the patient explained that she is getting a settings not available message when she attempts to increase past 0.5 milliamps. The other side of her stimulator goes as high as 0.8 milliamps. The implantable neurostimulator is at 40% charge, she has tried all three groups, and occasionally, she is able to increase stimulation. The patient indicated that it has not been working correctly for 6 months or more, confirming 2019. It was noted that the patient had an appointment with their physician on (B)(6) 2020. Additional information was received from the manufacturer representative (rep). It was reported that an impedance check was conducted and electrodes 8-12 showed possible open circuit. The patient was reprogrammed using other electrodes with good coverage of painful areas. The cause of the settings not available message was old programming using the electrodes that showed possible open circuit. No patient complications were reported as a result of this event. Additional information was received from a healthcare professional (hcp). The hcp reported the patient had unresolved impedance in 5 electrodes of one lead, there were broken electrodes and an x-ray of the spine showed dislodgement. There were no known factors that led to the issue and the issue was no resolved. No further complications were reported.